Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the customer reported that the large suturecut needle driver instrument had a broken cable, hence a backup instrument of a different type was used. There was no delay. The instrument had one life left. After the inquiries, the customer said that during the last case of usage, the surgeon noticed a loose instrument cable, so he requested a new same type of backup instrument. There was no delay in the procedure as a backup instrument was present. There was no injury and no fragments as the instrument was replaced beforehand and the cable got broken after central processing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer reported that there was only one cable protruding, and it was the one responsible for the opening and closing of the jaws. The surgery was a low anterior resection. No patient demographics were available.